Event description:
The duett sealing device was deployed in the right femoral access site following a diagnostic procedure. Of note was that only 2 cc of procoagulant were delivered, since this amount is less than suggested in the product manual. For this reason, vsi field personnel recommended that the patient be treated as a manual compression patient. Manual compression was held for 15 minutes, and the patient was kept on bedrest for 3 hours. Upon standing up, the patient experienced re-bleeding and a hematoma developed. The patient was placed back on bedrest. No further complications were noted, and the patient was discharged.